Manufacturer narrative:
Device investigation confirmed that the stimulator electronics failed. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze. Over a certain period of time, humidity will impinge on the electronics and cause damage, potentially leading to complete failure of the circuitry. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
The user reported loss of hearing sensation after hearing a strange noise with the device in the morning. There is no accident or trauma reported. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported loss of hearing sensation after hearing a strange noise with the device in the morning. There is no accident or trauma reported. Re-implantation is considered.